Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: d9, h3, h6 additional h6 investigation findings: c22 - photo review additional h3 investigation summary: the product was returned to ethicon for evaluation. One sealed unopened sample was received for analysis. Product code 1662g. The complaint sample was not received for evaluation. Overall review of the sample returned shows an unknown browns foreign matter inside the overwrap packet. Additionally, a photo was provided, and it showed the same condition of the received sample. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4) . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please provide the lot number: 101zbt. - was the sterility of the device compromised?=>no. - were there any issues with the seal of the sterile packaging? =>there was an unknown matter inside of the sterile packaging. - are there any tears/holes in the sterile packaging?=>no.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the procedure, it was found a foreign matter, that the health care professional did not know what it was, in the sterilization package. There were no adverse consequences to the patient. Additional information was requested.